Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI # (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. Device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed; no intraoperative or postoperative adverse events noted. The patient has multiple contributing factors that could have an impact on the success of the device and overall patient satisfaction. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented 5 degree stemmed right size g item # 42532007902 lot # 63243824, femur cemented cruciate retaining (cr) narrow right size 11 item # 42502007002 lot # 63155824, articular surface medial congruent (mc) right 10 mm item # 42522100910 lot # 63158829. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00695, 3007963827-2018-00157, 0001822565-2018-05088. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that a patient underwent an initial knee procedure subsequently the patient is experiencing right knee pain and stiffness. It was noted that patient is having limited mobility and it is affecting activities of daily living. No additional information is available at this time.